Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the high current drain was due to a high leakage current internal to the battery filter capacitor c1.

Event description:
It was reported that the patient went to clinic because he was not feeling well. An electrogram showed complete heart block and a heart rate of 29 beats per minute. The device could not be interrogated and was not pacing due to a dead battery. The battery depletion was possibly premature. The device was explanted and replaced. No patient complications were reported as a result of this event.